Manufacturer narrative:
No unexpected light anomalies, icon anomalies, and button error alarms noted during testing. The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces noted. The device passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that the buttons were not responding. Customer gave himself a shot with a syringe. Customer stated that he was going to change the set when the alarm occurred. Customer sees the icons at the top but could not access the main menu. Customer reported that sometimes the light turns on and off. Customer stated that they did change the battery yesterday. Customer's last blood glucose level was 269 mg/dl. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.